Manufacturer narrative:
Continuation of d10: product ID: 8709sc; serial#: (B)(6); implanted: on (B)(6) 2010; explanted: on (B)(6) 2023; product type: catheter; ubd: 04-jan-2012; UDI#: (B)(4); product ID: 8578; serial# (B)(6); implanted: on (B)(6) 2022; explanted: on (B)(6) 2023; product type: catheter; ubd: 10-dec-2022; UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient and a healthcare provider via a manufacturer representative regarding a patient receiving unknown morphine via an implantable pump. The indications for use were unknown. It was reported that the patient lost all therapy. There was a discrepancy upon refills which indicated that there was a catheter issue. The healthcare provider (hcp) scheduled the case for a catheter revision to fix the catheter. Logs were checked on the pump. The pump was completely fine. The manufacturer representative (rep) and the hcp did a catheter revision. An access port procedure was done upon opening the pocket. The reservoir was checked for expected vs actual volume. 6ccs was expected, but 18ccs were pulled back. The pump portion of the catheter was taken off. Upon doing this, the rep and hcp noticed negative aspiration. An incision was made in the back to see if the rep and hcp could figure out where the catheter issue was. The catheter had a pretty significant kink in the spinal area which was stopping the drug from flowing through the catheter. A new pump segment was tunneled from the pump pocket back to the spine area, which relieved the kink in the spinal area and connected to the old catheter. The hcp made sure that the tunneling was lower for less risk of the same thing happening. A pump aspiration was done and the catheter was patent at this time.  No further issues were noted. The issue was resolved at the time of the report. It was noted that the hcp had no further information. The patient's weight and medical history were asked but unknown. The patient status at the time of the report was alive with no injury.